Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the needle deployed early. The pod was worn less than an hour.

Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data showed that the device ran 46 first prime pulses and was deactivated at 56 pulses. No evidence was found that would result in the needle mechanism deploying early; a root cause for the reported event could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.correction to d(4): lot number changed from unavailable to l45368. Catalog no changed from zxy425 to zxp425. Expiration date changed from unavailable to 6/21/2021. Model no changed from 14810 to 19191. Unique identifier (UDI) # changed to (B)(4).. Correction to h(4): device mfg date changed from unavailable to 12/21/2019.